Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with user technique/variance. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during cori assisted tka surgery, the surgeon bailed after registering 3 times the case in the real intelligence cori console. Dr didn¿t agree with preop valgus and preop rom, dr states that patient didn¿t have extension. After registering the plan came back very off. Surgery was resumed after a non-significant delay by manual procedure. No injuries to the patient were reported.